Event description:
A customer contacted beckman coulter (bec) regarding increasing ise imprecision and chloride (cl) high recovery on their unicel dxc 800 pro synchron chemistry analyzer. The customer stated that no erroneous results had been generated. Samples that were questioned were repeated on another dxc instrument in their laboratory. The customer provided data from 4 patient samples; none of the results were considered erroneous by the customer. Upon review of the data, bec found that the difference in results for 1 sodium (na) exceeded assay precision claim by 1 mmol/l. The difference in results for 1 cl result exceeded assay precision claim by 4 mmol/l. No other results exceeded assay precision claims.

Manufacturer narrative:
Cl qc prior to the event was within laboratory's established ranges, but after the event, the high level qc recovered out of range high. Na qc prior to the event was within laboratory's established ranges, but after the event, all 3 levels were out of range high. A field service engineer (fse) went on-site and replaced the carbon bridge and ratio pump. Upon follow-up with customer on 02/07/2013, the customer reported better recovery since the service visit. Two parts were replaced by the fse, either of which could have caused or contributed to the event.